Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that insulin pump alarmed compromised force sensor system and squirting out during manual prime. Drive support cap was normal. Customer¿s blood glucose was 147mg/dl at time of incident. The insulin pump will be returned for analysis.